Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: surgery, shut off during case. The probable root cause could be an internal issue with the camera head cable. The failure mode will be monitored for future reoccurrence.